Event description:
A consumer reported that following intraocular lens (iol) implant surgery, her intraocular pressure (iop) increased from 20 mm hg preoperatively to 31 mm hg. She also began to see spots in front of her eye. The consumer reported that her elevated iop was treated with medications. She experienced irritation and redness from the medications, so the medications were changed. Her intraocular pressure responded initially to the medications, but at the time of the report, was back up to 20 mm hg. The consumer reported when she is in more light, she sees more dots before her eyes. This has caused her to have to wear dark glasses. Additional information has been requested.

Manufacturer narrative:
Evaluation summary the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Additional information has been requested. (B)(4).